Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred toward the end of a routine hemodialysis treatment. Rinseback could not be completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
No problems were found during evaluation of the returned cycler. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to inadequate heparinization as the operator had not been using heparin. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.